Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer experienced a high blood glucose level of 500 mg/dl. The customer was not receiving any insulin. He corrected his high blood glucose level with manual injections. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump alarmed failed battery test due to faulty battery tube. Unable to perform further tests due to failed battery test alarm. The insulin pump was received with minor scratches on liquid crystal display window and cracked battery tube threads.